Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bolus menu was displaying values in units instead of carbohydrates. Tandem technical support educated the customer that this was a pump setting which was able to be adjusted to display carbohydrates values. The contact declined to adjust the setting. There was no reported impact to the customer's blood glucose level.